Event description:
Healthcare professional reported right side rupture at the time of explantation. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell, underweight, opening, crease fold, wear abrasion, stress marks. A microscopic analysis was performed which identify a striated edge opening, consist with use of a surgical tool. And crease sharp on radius side. Based on the device analysis the final assessment is: a striated edge broken on anterior side due to surgical damage. A crease sharp on radius side due to fold flaw opening.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported right side rupture at the time of explantation. The device has been explanted.